Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: misaligned image, broken distal fiber, dented objective frame and dented outer tube. Based on the results of the investigation, the cause of the reported malfunction was traced to be component failure. While the cause of the additional malfunctions misaligned image, broken distal fiber, dented objective frame and dented outer tube cause was also traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the plug is lose from the cable. The issue was found during reprocessing of the device. There was no patient involvement.